Manufacturer narrative:
(B)(4). This is a combined initial and final report and it's being submitted to relay additional information. The product has not been returned to biomet for evaluation, therefore, a thorough investigation has not been possible. The event reports a product mix up (the label does not match the device). This was identified during surgery, and the same implant was used to complete the surgery. No harm, including delay to surgery, was reported. A review of the complaint database over the last 3 years has found 6 similar complaints reported with these items. Product hold (B)(4) has been raised to contain potentially affected lots. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the size indicated on the implant did not match the size indicated on the package. Subsequently, the incorrect item was implanted.